Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter. The lens was explanted due to the lens was too long and angle closure. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The lens was discarded. Work order search: no similar complaint was reported for units within the same lot. (B)(4).